Event description:
Consumer complaint of high blood results. Customer normally is 120mg/dl fasting and two hours after meals. Based on parkes error grid analysis, the bias between the highest result given (355) and the normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.